Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. No power discrepancies were observed. Physio downloaded the two (2) electronic patient records from the event and verified that the device did power off for 37 seconds; however the cause of the loss of power could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during use. The customer advised that during the event they were monitoring a "cardiac patient." Medical personnel were able to turn the device back on and continue to use the device to provide care to the patient for the remainder of the event. No further details about the patient or the event were provided.